Event description:
At about 20 days after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly swap and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 march 2023 lot 2013314: (B)(4) manufactured and released on 25-march-2021. Expiration date: 2026-03-02. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.